Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. Name: medtronic minimed. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced hypoglycemia with a glucose level of 2.3 mmol/l on (B)(6) 2026. The event was treated with oral food/carbohydrates. The hypoglycemic episode was associated with an unusual event in which paracetamol use may have affected the sensor glucose (sg) readings, resulting in falsely elevated values. No malfunction was reported with the infusion set.